Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results on their coaguchek xs meter serial (B)(4) that differed from the result that was received at the doctor's office on the doctor's roche meter. The initial result on the doctor's roche meter was 4.5 inr at 1:30 pm. The initial result on the customer's meter was 2.5 inr at 2:45 pm. The customer stated the nurse who ran the test using the doctor's office roche meter, was notified of the variance in results when the customer tested at home using customer's own meter at 2:45 pm. The customer stated the nurse tested an individual who does not take a blood thinner and received a normal result on the doctor's office roche meter and so the customer is confident that the result of 4.5 inr, received on the doctor's office roche meter, is the accurate result. The therapeutic range was 2.0 ¿ 3.0 inr. There was no allegation of an adverse event. The meter and test strips were requested for investigation. The customer¿s meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were measured. : (B)(6). Relevant retention test strips (lot 272164) were also tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. All inr values were within the specified maximum difference between measurements. No error messages occurred. The results alleged by the customer were observed in the meter¿s patient result memory. The returned and the retention material meet the specifications. A specific root cause could not be identified.